Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3896 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "we have had a patient attend the unit today for PICC bloods and on flushing the line we spotted a microscopic hole in which the saline was leaking out of. It is just above the purple wings." The hole was about 6 cm below the secuacath. The line was removed. Length at skin on insertion- 6cm. Securing device- securacath. Approximate marker of fracture- at join between purple wing and start of the line.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3896 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "we have had a patient attend the unit today for PICC bloods and on flushing the line we spotted a microscopic hole in which the saline was leaking out of. It is just above the purple wings." The hole was about 6 cm below the secuacath. The line was removed. Length at skin on insertion- 6cm. Securing device- securacath. Approximate marker of fracture- at join between purple wing and start of the line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. The 0cm through 3cm depth markings were completely worn. A permanent kink impression was observed just distal of the molded joint. A longitudinally aligned split was observed at one corner of the kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, when flushing the purple-luered lumen, a leak was observed at the split site. The sample kinked preferentially at the kink site during manual manipulation. Microscopic inspection of the spilt revealed a dully granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split features, buckling and kink impression were consistent with damage caused by sharp kinking of the catheter shaft gradually causing material failure. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported, "we have had a patient attend the unit today for PICC bloods and on flushing the line we spotted a microscopic hole in which the saline was leaking out of. It is just above the purple wings." The hole was about 6 cm below the secuacath. The line was removed. Length at skin on insertion- 6cm securing device- securacath approximate marker of fracture- at join between purple wing and start of the line.